Event description:
It was reported that while using bd vacutainer® flashback blood collection needles, the needle body loosened and fell off after pulling out the cap. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-decemeber -4th. H.6 investigation summary : material #: 301746. Lot/batch #: 3085479. Bd received 50 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for loose IV shield was observed. Additionally, the customer samples were evaluated by visual examination and functional testing, each having their non-patient shield removed, and the indicated failure mode for loose IV shield with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E.1. Initial reporter phone #:(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needles, the needle body loosened and fell off after pulling out the cap. No patient impact reported.